Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies and durations not reported) for peritonitis. Pd therapy remained ongoing. The cause of the event and patient outcome were not reported. No additional information is available.